Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become h3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 486-487 mg/dl. At the time of report with tandem technical support, the customer had already changed the cartridge and infusion set, therefore, no troubleshooting could be performed to determine a root cause. The customer continued using the pump for insulin therapy.